Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient with an external neurostimulator (ens). It was reported that patient was feeling the need to void and when they got to the bathroom they could not go. It was noted urgency was at a 4 and patient was not seeing a 50% improvement and was switched to the left side and had stimulation set at 2.2. No further complications were reported.